Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The pd patient experienced an overfill that occurred in drain 5. The treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 5 being 2084 ml, which is 182% of the 1148 ml fill volume. The patient was issued another cycler. In a follow up, the patient's pd nurse verified the overfill event and said there was no harm, intervention or adverse event associated with the event. The patient received a new cycler and is doing treatments with no further issues. The cycler is available for return.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The pd patient experienced an overfill that occurred in drain 5. The treatment information showed there was an overfill associated with pd treatment. The overfill event was indicated due to drain 5 being 2084 ml, which is 182% of the 1148 ml fill volume. The patient was issued another cycler. In a follow up, the patient's pd nurse verified the overfill event and said there was no harm, intervention or adverse event associated with the event. The patient received a new cycler and is doing treatments with no further issues. The cycler is available for return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.valve actuation test ¿ passed.system air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.